Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a chisel was loaded onto blue handle correctly and handed to the surgeon. The surgeon was carrying out a fibula resection prior to a hindfoot arthrodesis nailing. As he hit the back of the blue handle with a toffee mallet, the quick release end of the handle came apart. The small pin that the quick release mechanism works around had sheared off. A small metal fragment was found on the floor, indicating nothing was left in the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The (DHR) device history report was reviewed and showed that there were no issues during the manufacture of the product that would contribute to this complaint condition, no (ncrs) non conformance reports were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the relevant dimensions of the pin hole and as well of the pin cannot be verified anymore due to the weld residues and the deformation of the pin. Therefore this complaint is indeterminate from a manufacturing standpoint. The complete device is in a poor condition and has different heavy damages. This indicates that this handle was exposed to very high forces during use, which can lead to a weakening of the pin. Since this device was manufactured in january 2013, the design was changed to avoid such a breakage in the future. No manufacturing related fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.